Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. Contact did not have pump at the time of report. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.